Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 at approximately 3:17 pm pst, the patient contacted support reporting prolonged elevated blood glucose (bg) levels. At the time of the call, bg was 202 mg/dl and trending steady; the patient stated the highest bg observed was approximately 220 mg/dl and that levels had remained above target (70¿180 mg/dl) for most of the night. The patient denied ketone testing, backup therapy use, recent steroid injection, professional medical intervention, or immediate health effects such as dizziness or diabetic ketoacidosis (dka). Insulin delivery had not been suspended through the ilet device.during troubleshooting, the patient disconnected the infusion set and attempted to prime tubing but observed no insulin drops. The patient then discovered the cartridge was loose and removed it. The agent instructed the patient to remove all components and guided a complete infusion site change. Insulin therapy was confirmed as resumed.following the site change, the patient reported that the ilet continued to display high bg. The patient did not have a receiver or dexcom app and noted that their glucometer required charging. The agent advised the patient to charge the glucometer, monitor bg readings for 45¿60 minutes, and call back if bg remained above 180 mg/dl. No immediate adverse health effects were reported during or after the event.